Event description:
It was reported that, "surgeon saw marks on femur, asked for a different one."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.